Manufacturer narrative:
H6: investigation summary a failure for false resistance was reported on a phoenix m50 instrument (p/n 443624, s/n (B)(6)). The customer reported that they were receiving inconsistent results, mainly for cefepime and ceftriaxone, with the instrument reporting that the strains they were testing were resistant while claiming other, less active ampicillin cephalosporins were more sensitive. Bd remote services requested to review the panels; however, they had already been discarded. After discussion with the customer and investigation on their part, the customer was able to confirm that the root cause of the incorrect results was due to contamination. This is an unconfirmed failure of a bd product. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. DHR (device history record) review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history review for (B)(6) was completed and revealed one previous complaint, under case (B)(4), related to false resistance, which was related to customer workflow. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint h3 other text : see h10

Event description:
It was reported that the bd phoenix¿ m50 automated microbiology system had a false resistance to cefepime and ceftriaxone. Confirmatory testing was performed per protocol, but results were not provided by the customer. The erroneous results were not reported to clinicians, and there was no adverse patient impact. The following information was provided by the initial reporter, translated from portuguese to english: "send me 2 results today with inconsistent results mainly for cefepime and ceftriaxone. Resistant to these drugs and sensitive to less active ampicillin cephalosporins." Were any wrong results reported to the doctors? No. If yes, were any patients treated based on erroneous results? No. If yes, did the wrong treatment harm the patient? No. Did the failure occur with control or patient samples? Control samples what was the expected result and what was the result obtained by the client? 2 .samples resistant to cefepime and ceftriaxone and sensitive cephalosporins. What is the microorganism? Not informed what confirmatory tests were performed to determine that the results were in error? As the protocols is always do a confirmatory test, no results were used for treatment and no one was injured.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd (B)(6) automated microbiology system had a false resistance to cefepime and ceftriaxone. Confirmatory testing was performed per protocol, but results were not provided by the customer. The erroneous results were not reported to clinicians, and there was no adverse patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: "send me 2 results today with inconsistent results mainly for cefepime and ceftriaxone. Resistant to these drugs and sensitive to less active ampicillin cephalosporins." Were any wrong results reported to the doctors? No if yes, were any patients treated based on erroneous results? No if yes, did the wrong treatment harm the patient? No did the failure occur with control or patient samples? Control samples what was the expected result and what was the result obtained by the client? 2 samples resistant to cefepime and ceftriaxone and sensitive cephalosporins. What is the microorganism? Not informed what confirmatory tests were performed to determine that the results were in error? As the protocols is always do a confirmatory test, no results were used for treatment and no one was injured.